Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the pink slide is in the viewing window.

Event description:
It was reported that the patient's blood glucose levels reached 300 mg/dl while wearing the pod between 36 and 48 hours. While "swimming" the pod came loose and the cannula dislodged from the infusion site (back). Patient stated a new pod was going to be applied when they got on land.